Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 49 and 71 hours despite corrections. The pod reportedly fell off the infusion site abdomen, causing the cannula to dislodge. Additionally, it was noted leaking occurred during wear, and the adhesive failed to adhere. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.